Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device leaking out all around the hub and all medication was wasted. They need to re-stick the patient to give the medication. There was patient involvement and no reported patient harm.